Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the peek housing to be broken exposing internal components. It was initially reported by the customer that during the operation, the magnetic sensor issue/error was displayed (error code '105' was displayed). A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported magnetic sensor error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 8-jan-2024, the bwi pal revealed that a visual inspection of the returned device found the peek housing was broken and the internal components were exposed. This finding is not considered to be MDR reportable since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis revealed that the peek housing was broken and the internal components were exposed. The magnetic sensor functionality was tested on carto and the device failed; error 105 was observed. On the system due to an open circuit on the tip area. The condition of the peek housing may be related to the handling of the device outside the manufacturing facilities; however, this could not be conclusively determined. The magnetic issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device number lot and no non-conformances related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).